Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician advanced a guidewire through the velocity delivery microcatheter (velocity) on the back table. While advancing the guidewire, the physician found that the velocity was fractured about 10 cm from the distal tip. The damage to the velocity was found prior to use, and therefore it was not used in the procedure. The procedure was completed using a new velocity.

Manufacturer narrative:
Results: the velocity was fractured approximately 44.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed a fracture on its proximal shaft. This was likely a result of forcefully retracting the device from the packaging hoop at extreme angles. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.